Event description:
The customer contact reported the device did not deliver when the bolus button was pressed. At an unspecified time, it was reported that the bolus cord had been connected to a gemstar pump to deliver hydromorphone 0.1mg/ml, with a 0.2mg continuous rate and a 0.2mg bolus every 6 minutes. No further programming parameters were provided. The customer contact reported that the bolus cord did not deliver a dose when the bolus button was pressed. The bolus cord was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received on 10/15/2013. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.